Event description:
A report was received that the patient had difficulty charging the ipg. It was mentioned that the ipg had inverted inside the patient¿s adipose tissue. The patient underwent a revision procedure wherein the ipg was repositioned to flat and sutured securely. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).